Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "infusion pump with total volume programming 510 ml for infusion in 22 hours, finished solution in 12 hours. Around 10 hours before than expected.''

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: d4 device information updated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history: when analyzing the equipment usage history, we showed that on (B)(6) 2024, the user programmed the volume of 510ml and the flow rate of 23.19ml/h. The infusion started at 01:24:42 and finished at 09:40:21. The upstream volume (not reset) at the start of the infusion was 385.59ml and the final volume was 576.43ml. Total volume infused in this programming: 190.84ml. Total infusion time: 08h15min43. According to the history, we did not show any infusion error; the infused volume and infusion time are compatible with the user's programming and actions. It was the user's decision to stop the infusion and enter a new programming of 250ml volume and 100ml/h flow rate. At 09:40:38 and 09:40:48 respectively. Functional analysis the result of the functional test showed that the equipment is working correctly and precisely. Visual analysis equipment appears normal as used. The result of the analysis of the usage history did not show any error in the infusion time or volume. The result of the functional test showed that the equipment is working correctly and precisely. Technical complaint of error in the infusion time not confirmed.